Event description:
It was reported by the rep that the device was used during a laparoscopic appendectomy. It was reported during the procedure the two trocars had the outer gasket seal tear. A third trocar was used to finish the case. There was no consequence to the pt.